Event description:
Mammogram machine malfunctioned. The technician reported that they were "having problems w/the machine," but thought that he could perform the mammogram. The machine then malfunctioned & smashed rptr's breast together.